Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module. This medwatch will cover the e 601 module. Refer to medwatch with (B)(6) for information on the e 411 analyzer. The initial troponin t stat result from the e411 analyzer was 0.038 ng/ml. The sample was repeated and the result was 0.038 ng/ml. The result of 0.038 ng/ml was reported outside of the laboratory. On (B)(6) 2017 the sample was repeated again on the e411 analyzer and the result was 0.037 ng/ml. On (B)(6) 2017 the sample was repeated on the e601 module and the results were 0.029 ng/ml, 0.028 ng/ml and 0.029 ng/ml. None of the results from the e601 module were reported outside of the laboratory. The customer is not sure which results are correct. The results from both instruments are high, but discrepant, when compared to each other. Qc has been acceptable on both instruments. The patient was admitted to the hospital. There is no information to reasonably suggest the device caused or contributed to an adverse event. The clinical implications from both instruments would be the same. The troponin t stat reagent lot number was 27349701 with an expiration date of 31-oct-2018. The field service engineer (fse) visited the customer site and found an electronic failure of the measuring cell. The measuring cell was replaced. Successful instrument tests were performed. The customer ran calibration and qc and the results were within the acceptable range. Patient samples were run between the e411 analyzer and the e601 module and the results were comparable to each other.

Manufacturer narrative:
The fse stated the last time the measuring cell on the e601 module was replaced prior to the event was on (B)(6) 2017.

Manufacturer narrative:
The previous follow up report stating "the fse stated the last time the measuring cell on the e601 module was replaced prior to the event was on (B)(6) 2017" is incorrect. The date of (B)(6) 2017 for the measuring cell change is related to the e411 analyzer and not the e601 module. According to the data provided, the last time the measuring cell was replaced on the e601 module prior to the event was (B)(6) 2016. This is 1.5 years. Measuring cell replacement should occur every 50,000 tests or 1 year which ever comes first. Since the measuring cell was replaced on the e601 module on (B)(6) 2018, the customer has had no further issues with troponin t stat results.